Event description:
It was reported that boston scientific technical services was contacted to evaluate episodes of smartpass disabling from this subcutaneous implantable defibrillator (s-ICD) system. Upon device data review, it was noted that several untreated episodes of t-wave over-sensing in the alternate sensing vector. Additionally, there was evidence of variable, low r-wave amplitude measurements that contributed to the t-wave over-sensing. It was also discussed that the shock impedance had increased to 185 ohms. It was recommended to perform in-clinic evaluation and diagnostic imaging to assess the system integrity. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.